Event description:
It was reported that the patient could not feel stimulation. The patient turned stimulation up to 8.2 volts and tried all 4 programs but still could not feel stimulation. He began noticing a lack of stimulation about two weeks prior to report. There was no known accident or incident related to the event. Additional information received reported the patient was seen in his physician's office on (B)(6) 2012. The patient was a u.s. Mail carrier and lifted and twisted daily for his job. Impedances were measured and the 8-15 lead only had two working contacts, 10 and 12. All other contacts measured greater than 3600 ohms. All of the patient's groups had programs using electrode combinations with the contacts showing greater than 3600 ohms. All contacts on the 0-7 lead were working and showed impedances within normal limits. The patient was programmed around the non-functioning electrodes and good stimulation was captured in the areas of his chronic pain. The patient and physician were happy with the outcome, and discussed revising the lead if necessary if the other two electrodes stop working.

Manufacturer narrative:
Product ID: 3777-60 serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer. (B)(4).